Event description:
Reporter indicated a vns patient and his vns therapy system explanted due to lead extrusion and an infection. The location of the infection was not given. The explanted products were returned to the manufacturer. Product analysis performed on the generator revealed no performance or any other type of adverse conditions. The lead product analysis is still pending. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both, the generator and lead prior to distribution.